Manufacturer narrative:
Pump pass displacement test. Pump received with broken reservoir tube lip, cracked battery tube threads, broken belt clip slot and cracked case from display window corner. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump's reservoir department was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.